Event description:
It was reported that both pumps cadd legacy pumps alarming no disposable after cassette had been started yesterday. Stated switched to new cassette and pump alarm resolved. Cassette lot number unavailable. No further details provided.